Manufacturer narrative:
The full lead was returned, analyzed and analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was high thresholds on the left ventricular (lv) lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.